Manufacturer narrative:
Root cause: (B)(4) pull pins were manufactured smaller than the dimensional requirements, causing them to thread into (B)(4) screws with minimal locking force. The supplier produced the (B)(4) pull pins using his own nominal targets without regard for tolerances based on the specified thread standard. As a corrective action, the pull pin supply was removed from the original MFR and moved to the same vendor who made the screws. In addition, all thread callouts are supplemented with specific dimensional tolerances. Initially, it was determined the event was not reportable. On a subsequent re-view, it was determined this event should have been reported.

Event description:
The implant was compressed and the pull pin popped off. Compression was fine. Implant compressed all the way down. Used the driver to confirm the seating.